Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report was observed during review of the logs. It appears the device is experiencing intermittent contact between the device and the multifucntion cable (mfc). The customer's mfc cable was not returned as part of the investigation. The device was put through extensive testing including bench testing and stressing without duplicating the report. The customer was advised to replace the mfc cable as a precaution. The defib receptacle on the device was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an 84-year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.